Event description:
It was reported that the patient was asymptomatic. It was noted that the high voltage (hv) lead impedance was greater than the upper limit on the right ventricular (rv) lead. Programming changes were made to turn off the superior vena cava (svc) coil while the pacing portion of the rv lead remained in use. The patient was stable and to continue with follow up in clinic.